Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 154 mg/dl. The alarm had not cleared at the time of the report. The customer declined further follow-up from tandem technical support.